Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens became stuck in the cartridge and could not be advanced further. At that time, it was observed that the cartridge had expanded and cracked, causing damage to the lens. As a result, the lens could not be fully injected¿firstly because it would not slide within the cartridge, and secondly because it had become defective. The lens was completely fractured and the portion within the anterior chamber was removed without complications. A replacement lens was then implanted without difficulty on same day. Additional information received indicates that there was no damage to the patient, and the patient's current condition is recovered with sequelae.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.